Manufacturer narrative:
Device power up properly after battery installation. P-cap / reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Power connector plug in and locked in place properly. No blank display anomaly noted during testing. Pump error 63 alarmed during self test and confirmed in insulin pump history with variable (0c), problem isolated to electronic assemblies. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they pressed the button on insulin pump and nothing came on and went to replace the battery. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and test did not passed. Customer also stated insulin pump had crack at back of insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.